Event description:
Revision surgery - due to the patient struggling with rehab; they were unable to get full extension. The surgeon went in to cleaned it up. He decided to downsize to a 9mm insert to help the patient gain full extension.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 1.8 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the revision was reported to be due to an inability to get full extension from the joint. There is no information reported that showed a material, design, or manufacturing problem with the product.